Manufacturer narrative:
It is currently unclear how the device was involved in this patient event or if there was any indication of a device malfunction. Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore, resmed is unable to determine if the device malfunctioned at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a patient had expired. Per the reporter, the patient fell while trying to get off the bed. After the fall, the patient had major breathing problems and needed to be reanimated but without success. The patient expired on (B)(6) 2017.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. There was no report of a device malfunction relating to this death. Review of the device data logs did not identify any system faults and did not indicate any device malfunction. Endurance testing was performed and no alarms or system faults were triggered. Based on the device logs and performance tests the device functioned to specification. There is no evidence to suggest that the device contributed to the patient's death. Resmed concludes that the risk associated with the use of device has not changed and is still acceptable. (B)(4).

Event description:
It was reported to resmed that a patient had expired. Per the reporter, the patient fell while trying to get off the bed. After the fall, the patient had major breathing problems and needed to be reanimated but without success. The patient expired on (B)(6) 2017.